Event description:
A customer reported that her adc glucose meter turns on with the button, but not with a test strip. As a result of this issue, the customer was unable to test on the morning of (B)(6) 2012 and reported that around" 2:45pm, she began to "feel funny". The customer further reported "in the evening they went out for her birthday and (she) felt nausea." She reported experiencing symptoms of "nausea, vomiting, headache and tired." The customer stated she "came home and threw up, went to bed at 8pm until the morning 5am." The customer reported experiencing a loss of consciousness "when she got home and was in bed. " no third-party medical intervention was reported. The customer self-treated by "layed down." Attempts to contact the customer for additional information and/or clarification were unsuccessful. There is no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available. The date of manufacture is unknown. (B)(4).